Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 6 x 120 x 130 innova stent was selected for a procedure in the right superficial femoral artery (sfa). The stent was deployed and post-deployment it was noted that the stent foreshortened 30mm. Another stent was deployed in the sfa to cover the lesion and the case was concluded without incident. There were no patient complications.